Event description:
The following report was received from the affiliate: during a carotid stenting procedure the blood flow stopped temporarily. The filter basket was suctioned, and the flow recovered normal. The pt developed impaired short-term memory after discharged from the hospital, but it recovered after 1 month. The pt is now in stable condition now. Additional target vessel and procedural details were not available.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 1016427-2008-00141 and 9616099-2008-01297. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Any additional info will be submitted within 30 days of receipt.